Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient underwent a routine transplant on (B)(6) 2025. The patient was a status 3 due to bacteremia. The pump was explanted and was returned for evaluation.

Manufacturer narrative:
Corrected data: section d5: operator of device corrected to patient. Section d6b: date of explant corrected. Manufacturer¿s investigation conclusion: evaluation of heartmate 3 left ventricular assist system, serial number (B)(6), did not reveal any device related issues that would have contributed to the reported infection. Furthermore, a specific cause for the reported infection, as well as a direct correlation to (B)(6), could not be conclusively established through this evaluation. (B)(6) was returned assembled with the pump cable severed approximately 8.0¿ from the pump header. The distal portion of the pump cable was returned. The modular cable were not returned. The outflow graft was returned attached to the pump cover outlet port with the outflow graft bend relief engaged to the graft attachment hardware. The outflow graft clip was returned attached to the hardware. The apical cuff was returned with the cuff lock fully engaged. Upon disassembly, visual examination of the pump¿s blood-contacting surfaces revealed no evidence of developed or adhered depositions or thrombus formations that would have contributed to a flow or functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious scratches or defects. The left ventricular assist device event and periodic log files retrieved from the returned device captured the device function as intended. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the IFU and patient handbook can be found on the electronic IFU page of the abbott website. The heartmate 3 lvas IFU, rev. D and the heartmate 3 patient handbook, rev. D are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including infection (driveline, pump pocket, localized), that may be associated with the use of the heartmate 3 lvas. The IFU and patient handbook contain information on how to clean and care for the driveline. Section 6 of the IFU, ¿patient care and management¿, and section 4 of the patient handbook, ¿living with the heartmate 3¿, instruct the user to check the driveline daily for signs of damage, such as cuts, holes, or tears. The patient handbook also states, ¿call your hospital contact right away if the driveline is damaged (or might be damaged).¿ section 6 of the IFU also lists infection as a potential late postimplant complications. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, provide additional instructions regarding driveline care in sub-sections entitled, ¿what not to do: driveline and cables¿. Furthermore, section 8 of the IFU, ¿equipment storage and care¿, and section 4 of the patient handbook instruct the user to clean exterior surfaces of the driveline cables with a damp, lint-free cloth and if more aggressive cleaning is needed, to use warm water and mild soap. The patient handbook cautions the user to call their hospital contact if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Several sections of the IFU and patient handbook provide care instructions regarding how to prevent infection, as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that the onset of the infection was (B)(6) 2023. The patient developed an implantable cardioverter defibrillator (ICD) pocket infection following ICD generator change. The patient was admitted on (B)(6) 2025 for the transplant, with drainage from the pocket, fevers, shaking chills, and cultures positive for methicillin-sensitive staphylococcus aureus (mssa). The patient was initially treated with intravenous cefipime, which was changed to intravenous ancef. They were then treated with chronic bactrim single strength (sulfamethoxazole) twice daily by mouth. The device operated as expected and the patient remained admitted.